Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this left ventricular (lv) lead, placement difficulty was encountered. There was diffculty manipulating the lead with a guidewire and there was resistance while removing the guidewire from the lead. This lv lead was replaced and discarded prior to pocket closure. No adverse patient effects were reported.